Event description:
A customer contacted beckman coulter (bec) reporting that there was a diluted blood leak in the drip tray on the unicel dxh 800 coulter cellular analysis system. The leak was only a few mls and was contained within the instrument. There was no instrument generated messages associated with the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse did not observe an active leak; however the tubing from the blood detector 1 (db480) to the blood sampling valve (bsv) had disconnected. The fse reconnected the tubing and verified instrument performance. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).